Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had been returned completely soaked. The tubing had been inspected, and it had appeared that the tubing had become detached. The event occurred while in use with a patient at the patient's home. There was no patient injury.